Event description:
Procedure type: salpingectomy. According to the reporter: four to five weeks post-op the pt presented with right lower quadrant pain. Believed this to be a ruptured appendix. The pt was re-operated on by the surgeon partner. A 4 cm mass was seen on a scan. The bowel and ciccum were found stuck to the vagina. The bowel was peeled away exposing a small defect in the vaginal cuff closure. Originally the cuff was closed in a double layer locking fashion with the suture strand. Pt was re-operated on to find the cause of the abdominal pain. (B)(6). Procedure: tlh and bso.

Manufacturer narrative:
(B)(4). Date of initial report sent: (B)(6) 2012.